Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the fridge was not detected, and the temperature was too high. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis helmer fridge was not detected in bus. A field service engineer used the helmer keys to turn off the fridge¿s backup battery and reboot the fridge, then rebooted the medstation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.